Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device records 63 log entries between the (B)(6) 2005 and the (B)(6) 2015. The device records 9 manual power ups between the (B)(6) 2005 and the (B)(6) 2008, the longest of which lasts 3 minutes 21 seconds duration. On the (B)(6) 2009 the device failed the weekly auto self-test due to a low battery. The device continues to record self-test fails due to a low battery up to the (B)(6) 2010. Later on the (B)(6) 2010 the device is power cycled passing a self-test. The device records an additional 12 manual power ons, up to and including the last log entry on the (B)(6) 2015, the longest of which lasts 1 minute 27 seconds duration. The investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups recorded in the memory log. Therefore it is assumed the customer returned the device in response to the field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.